Event description:
It was reported that the patient had an ablation procedure done and following day there was low impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.